Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The occlusion alarm was addressed by changing supplies or clearing the alarm. Customer reported blood glucose level ranged from 170-190 mg/dl.